Manufacturer narrative:
Relevant components include: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2.4 mg/ml dilaudid at a dose of 0.5 mg/day and 20 mg/ml bupivacaine at a dose of 4.165 mg/day via an implantable infusion pump for non-malignant pain. It was reported that a dog knocked the patient over. The catheter dislodged from the intrathecal space. The distal portion of the catheter was replaced to t10. The issue was resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.